Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes , the device experienced overfill, air bubbles in gel, and erroneous results. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: lithium heparin samples with bubbles post centrifugation (B)(6) describes noticing that the above-mentioned tubes are received in the lab and appear to be excessively full. He has noticed this sporadically over the past 3 months and has decided to report it now. "Recently we have noticed an increase in samples with bubbles on the tops of lithium heparin samples following centrifugation. We spin these tubes on our track system at 3500 rpm for 10 minutes. We have also seen similar following centrifugation using an off track centrifuge. Unfortunately pressure monitoring on our analysers have not detected a fault in all cases and some odd results have been produced."

Manufacturer narrative:
H.6. Investigation summary: material #: 367375; lot/batch #: 1273047. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed, however overfill and erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for overfill, hemolysis, and erroneous results was not observed. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Bd was unable to duplicate the customer¿s indicated failure, overfill/bubbles on top (poor plasma) /erroneous results because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. No test(s) were specified regarding erroneous results despite multiple inquiries. Therefore, no further testing could be performed at this time. If further clarification is received, this issue will be revisited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on photos only. This complaint has not been confirmed for the indicated failure mode overfill and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes , the device experienced overfill, air bubbles in gel, and erroneous results. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: lithium heparin samples with bubbles post centrifugation chris stead describes noticing that the above-mentioned tubes are received in the lab and appear to be excessively full. He has noticed this sporadically over the past 3 months and has decided to report it now. "Recently we have noticed an increase in samples with bubbles on the tops of lithium heparin samples following centrifugation. We spin these tubes on our track system at 3500 rpm for 10 minutes. We have also seen similar following centrifugation using an off track centrifuge. Unfortunately pressure monitoring on our analysers have not detected a fault in all cases and some odd results have been produced."